Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/18/2024, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry suffered bone fractures in the target shoulder. This event was indicated as possibly related to the univers revers devices implanted on (B)(6) 2024. On (B)(6) 2024, the patient started to experience pain. It was suspected the patient suffered an acromial fracture, which was confirmed in april via CT scan. The patient was immobilized in a sling for six weeks. On 7/16/2024, the patient reported no pain; x-ray images revealed a healed fracture. The patient did not suffer a fall or have an injury. The pain began after physical therapy. The implants are not loose or broken.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is a patient-specific event.